Event description:
It was reported that the patient experienced dizziness due to the left ventricular lead having high thresholds and no capture. Additionally, the right ventricular (rv) pace/sense lead had oversensing, high impedance, no capture, and a fracture. The two leads were explanted and replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.